Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages, damaged cables) has been confirmed. Upon investigation the cable connecting ECG "a","b", and the front therapy pad was pulled from the strain relief, damaging the pulse wire connection in the distribution node. The cause of the reported messages was the damaged pulse wires. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt had a damaged cable and was producing frequent check therapy pad messages.